Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right atrial (ra) lead exhibited noise and out of range pace impedance measurements. Boston scientific technical services discussed testing the system with isometrics and pocket manipulation. The system remains in service. No adverse patient effects were reported.

Event description:
Additional information was received indicating the plan was to continue monitoring the system. No adverse patient effects were reported.

Event description:
Additional information was received regarding this system. The impedances on the ra lead were low and out of range. Values are typically 400-450 ohms, but there have been a few instances of values less than 200 ohms. In addition, noise is still present on the ra channel. The patient was brought in and when their hands were pushed together, the noise could be reproduced. Occasionally, the noise was oversensed, but did not lead to pacing inhibition. Sensitivity was adjusted which resolved the oversensing. The patient is not dependent on atrial therapy. The products remain in service and there have been no adverse patient effects reported.